Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump had a crack on its case and the customer did not know how it happened. It was also reported that the display was flashing or solid white, and that the insulin pump was bumped. It was indicated that a replacement will be sent. It was reported that the customer was asked to return the broken insulin pump but there was no indication of whether or not the insulin pump will be returned for analysis.

Manufacturer narrative:
No missing segments/partial display noted during testing. The insulin pump had broken belt clip rails. The insulin pump passed displacement test and self test.